Manufacturer narrative:
B5-updated information: on (B)(6) 2021 the lens was exchanged with a shorter lens and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -13.5/+2.0/091 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Excessive vault is reported. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.